Manufacturer narrative:
This report is made based on the results of evaluation completed on 08/30/2011. During evaluation, the force sensor was found to be out of calibration, contamination was found in the force sensor assembly, and the force sensor assembly was physically damaged. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor, contamination in the force sensor assembly, and physical damage to the force sensor assembly. This report is being made based on the evaluation results.